Event description:
The customer observed false depressed alinity c bicarbonate results on 15 patients but repeated normal when tested on alinity c processing module. On (B)(6), 2022 and (B)(6), 2022, the bicarbonate results of the 15 patients sids (B)(6). Ranged between 13 to 21 mmol/l. The customer is using an adult normal reference range of 22 to 28 mmol/l. No specific patient information was provided. No adverse impact to patient management was reported.

Manufacturer narrative:
Postal code: postal code should be (B)(6) but a preceding 0 was added to postal code of (B)(6) to meet system minimum digit requirements. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed bubbles when draining and refilling the water bath. The fsr resolved the issue by draining the water from the degasser cannister. No additional discrepant result issues have been reported since the service activity was completed. The degasser cannister part was determined to be the likely cause of the issue. The instrument service history review revealed no additional service tickets. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Review of tickets with replacement did not identify a trend or systemic issue for part degasser cannister. The clinical chemistry system review identified no similar issues related to the alinity system, likely cause parts, or discrepant results as described in this ticket. An search for non-conformances was performed and there were no non-conformances or potential non-conformances identified for the part associated with this complaint. The alinity ci-series operations manual and alinity c service documentation provide adequate information regarding the troubleshooting of erratic/discrepant results and instructions for draining the degasser cannister part. No product deficiency was identified.